Event description:
It was reported that the power cord is missing a prong. No adverse consequences were reported.

Manufacturer narrative:
Lid. Investigation by field technician determined that the footboard lid was broken and a prong in the power plug was missing, therefore, power to the bed was lost. This is commonly seen in user misuse conditions when beds are moved without unplugging the bed from the wall. Broken footboard lids are also seen in customer misuse conditions.